Event description:
It was reported the pt stopped receiving stimulation. It was also reported the programmer can no longer communicate with the ipg. A new programmer was sent to the pt to help resolve the issue, but was unsuccessful. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.